Event description:
It was reported that there were 23 tubes with foreign matter, 63 occurrences of defective markings, 20 occurrences of air bubbles in gel, and 2 damaged tubes with a bd vacutainer® sst¿ blood collection tubes. They were discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x14, damaged tube x2, defective marking x63, dirty shield x1, dirty tube x8, air bubbles in gel x20.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in gel, damaged tube, defective marking, dirty shield, dirty tube and air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in gel, damaged tube, defective marking, dirty shield, dirty tube and air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 23 tubes with foreign matter, 63 occurrences of defective markings, 20 occurrences of air bubbles in gel, and 2 damaged tubes with a bd vacutainer® sst¿ blood collection tubes. They were discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x14. Damaged tube x2. Defective marking x63. Dirty shield x1. Dirty tube x8. Air bubbles in gel x20.